Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out. High voltage lead impedance test and measurements with the new device were normal. The lead remains implanted, and the patient was stable post procedure.